Manufacturer narrative:
The product will not be returned by the patient for an evaluation; she stated she will keep the unit in case her surgeon wants her to start using it "after everything calms down for her." Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient stated that when she used the unit for the first time, it was during the day and she was fine. The patient stated the next two days she used the unit while she was sleeping and she woke up with burning pain in her head, neck, and down her arms; she was shaking, and she could not get up. The patient advised she went to her primary care physician (pcp) who felt she was suffering from nerve pain. The patient advised her pcp increased her gabapentin 600mg from one to three times a day and changed her from percocet back to oxycodone 10mg four times a day. The patient advised she had been off of oxycodone and on percocet for about a week prior to this event. The patient advised she stopped using the unit about a week prior to (B)(6) 2017. After seeing her surgeon, the patient stated her surgeon advised her to stop treatment with the device. The patient stated she is still not doing well and was in the emergency room (ER) on (B)(6) 2017 but she did not disclose the details or reason for the ER visit.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. Based on the additional product information, fields were updated.